Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked and returned battery cap was stripped. There was evidence of corrosion inside the battery compartment. A leak test revealed leaks at the battery compartment. The returned battery cap was unable to fit securely to maintain an electrical connection, duplicating the power issue. The battery cap contact height and width measurements were found to be within specification. A test cap was used for testing; the pump powered on was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture was observed .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that there was an intermittent power issue with moisture corrosion in the battery compartment. It was also alleged that the threads were stripped on the battery cap. The reporter alleged that the battery compartment was found to be cracked. There was no alleged moisture noted in the pump and there was no alleged damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.